Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pumps black box revealed multiple cs 076 call service alarms. During testing, the pump performed the ez-prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no cs alarms occurring. The pump case was removed and there was no intermittent condition or moisture found inside the pump. The cs alarm issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 076 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.